Event description:
It was reported that approximately 2 months post op, a revision surgery was performed to replace a screw that had backed out.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. The screw does not appear to be damaged. Device history records were reviewed. No documentation was found that would indicate a nonconformance to specifications. Unable to determine the cause of the event.